Event description:
It was reported that decreased impedance was observed. The device had recorded an inappropriate vf episode treated with atp. Capacitor charging and shock delivery were interrupted by a return to sinus. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.